Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient fell, but had no immediate problems. Five days later, the log file was reviewed and pump stops were noted. The patient reported hearing 2 short "chirps". The patient was asymptomatic during the events. Abdomen and chest x-rays were taken and there were no signs of wire fracture. An echocardiogram (echo) showed normal vad placement, labs were normal and there were no signs of hemolysis. The system controller was exchanged with another system controller and at this time, it was noted that the percutaneous lead was unlocked. The patient could not remember the last time he verified that the percutaneous lead lock on the system controller was securely locked.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.